Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprosthesis was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure with metal stent placement on (B)(6), 2011. According to the complainant, the patient had a lesion within the biliary tract. The patient anatomy was not noted to be tortuous and the lesion was not dilated prior to stent placement. During the procedure, the device was introduced into the patient and positioned at the desired location. However, when the physician attempted to release the stent, the stent failed to deploy at all. It was noted that the stent wires had perforated the outer sheath of the delivery catheter. No other visible issues were noted to the device. The procedure was completed with another wallstent rx biliary endoprosthesis. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprosthesis was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure with metal stent placement on (B)(6), 2011. According to the complainant, the patient had a lesion within the biliary tract. The patient anatomy was not noted to be tortuous and the lesion was not dilated prior to stent placement. During the procedure, the device was introduced into the patient and positioned at the desired location. However, when the physician attempted to release the stent, the stent failed to deploy at all. It was noted that the stent wires had perforated the outer sheath of the delivery catheter. No other visible issues were noted to the device. The procedure was completed with another wallstent rx biliary endoprosthesis. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 10mm. The stent had moved distally past the outer sheath so that the distal end of the stent was adjacent to the distal end of the tip. In addition, it was noted that the deployed stent wires were damaged. No evidence was found of the stent wires having perforated through the outer sheath. A kink was noticed at the guidewire access port. During a functional evaluation, it was possible to retract the distal handle and deploy the stent without issue. Examination of the deployed stent found damage to the stent wires in the mid-section as well as at the proximal end. No issues were noted with the inner lumen of the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The performance of the device was likely limited due to anatomical/procedural factors encountered during the procedure. The most probable root cause classification is operational context.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.